Manufacturer narrative:
Complaint no: (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked ¿through the junctions of the set¿. This malfunction occurred when the set was being primed with saline solution (0.9%). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection was performed and no issues were found. Gravity flow testing was performed and a leak at the tubing junction was observed. It was determined that the cause of the leak was an assembly issue. In order to address this condition the machine operators were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.